Event description:
It was reported that the left ventricular lead dislodged. The patient was asymptomatic. On (B)(6) 2013 the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.